Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-19157. Related manufacturer reference number: 1627487-2021-19158. It was reported that the patient underwent an unrelated spinal surgery on a recent unknown date. During the procedure, the patient's s1 lead was clipped and explanted. Post-operative x-rays also showed that the patient's l4 lead had migrated. It was reported that the patient's ipg was in surgery mode, however, the ipg was reset and troubleshooting was required to re-program the patient and ensure the ipg was in working order. Further surgical intervention is planned for the patient's migrated lead.

Manufacturer narrative:
Date of event is estimated.